Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a potential reservoir issue. The patient's blood glucose was 20.0 mmol/l. The patient treated via insulin pump bolus every three hours but their blood glucose remained at 20.0 mmol/l. Later on their blood glucose suddenly dropped to 11.0 mmol/l then 8.0 mmol/l. The customer noticed a few drops of insulin on the insulin pump and did not know where they came from. The caller mentioned a potential reservoir leak, though troubleshooting did not occur to confirm any reservoir anomaly. A component of either the insulin pump or reservoir was chipped, but the nature of the damage was not confirmed as the caller refused troubleshooting. The reservoir was not returned for analysis.